Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. A visual examination of the balloon did not identify damage the balloon. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the balloon identified a build-up of blood at the proximal end of the outer balloon material. A pinhole was identified 1mm proximal of the proximal blade during inflation attempt. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages noted with the shaft polymer extrusion. Damage noted with the distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, after the wolverine balloon was used following debulking with another manufacturer's product, a non-boston scientific device, it was noted that the balloon ruptured immediately at 4 atm. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported and patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10mm x 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, after the wolverine balloon was used following debulking with another manufacturer's product, a non-boston scientific device, it was noted that the balloon ruptured immediately at 4 atm. The device was removed using the normal method without any problem. The procedure was completed with another of the same device. There were no patient complications reported and patient was in good condition after the procedure.